Event description:
Customer reported, currently when the package is opened, the paper backing more often. Then not tears dispersing particles into the cleanroom environment. For this reason, we are unable to utilize your individually wrapper luer lock syringes.